Manufacturer narrative:
Investigations revealed an incorrect parameterization of the reconstruction algorithm applied for the pediatric head kernel hp38 as cause of the problem. The artefact depends also on clinical conditions (e.g. Physical shape of patient, age, etc.) Therefore this issue does not occur for every patient. A solution is being developed for the correction of the arithmetic error of the neonate head protocol with the pediatric kernel hp38. In the future, an improved software version will be applied to all affected CT systems. Customer address: (B)(6).

Event description:
The local siemens organization in (B)(4) was notified on october 1, 2015 that the customer needed assistance in clarifying an image artefact. The issue was not an obvious technical image quality problem, but turned out to be a complex clinical issue. Under special clinical conditions, associated MRI reference pictures were generated and compared/analyzed. Clarification of the issue was completed and it was deemed a complaint on november 19, 2015. There was no report of an adverse event or other injury therefore a non-reporting decision had been made based on available information at that time. However, the complexity of the image quality issue was investigated further by siemens' research and development physics group. In march 2016, new information became available as an additional clinical expert was involved in supporting the investigation result in order to analyze and review the medical risk statement for the risk evaluation under clinical conditions. New information implemented into the risk statement from a clinical perspective led to the decision to report the issue. The new in information from march 21, 2016 showed that the issue could result in artefacts and possibly lead to a misdiagnosis (i.e. Either non-existing blood or liquid is mimicked in the images or actual existing blood or liquid is not depicted as expected).